Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 1 month. The event occurred at (B)(6). The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists hemolysis and thrombus as potential adverse events associated with the use of the heartmate ii left ventricular assist device. A review of the submitted system controller log files confirmed the estimated low flow events outside the calculation range. No notable hazard alarms were identified throughout the file. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a follow-up blood test an increased lactate dehydrogenase (ldh) value of 1622u/l was noted. An echocardiogram revealed the aortic valve was opening with every heartbeat. The patient's left ventricle end diastolic diameter (lvedd) was 5.0cm and left ventricle end systolic diameter (lvesd) was 3.3cm. The patient's blood pressure was high with a mean of 100mmhg. As a result, nitroglycerin was administered, which subsequently lowered the blood pressure and increased flow. On (B)(6) 2015 the patient's inr was 2.5 and the prothrombin time was 30.1 seconds. On (B)(6) 2015 the inr was 1.7 and the prothrombin time was 21.2 seconds. The system controller showed estimated flow values that were below the calculation limits. The patient was initially placed on clexane with no improvement. The patient's ldh value increased to 2000u/l. Thrombolytic therapy was initiated on (B)(6) 2015, which subsequently lowered the patient's ldh levels to 1622u/l again. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be performed as the pump was not explanted. A correlation between the device and the reported hemolysis and thrombus could not be conclusively determined. A review of the submitted system controller log files confirmed the estimated low flow events outside the calculation range. No notable hazard alarms were identified throughout the log file. The instructions for use lists hemolysis and thrombosis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications.

Event description:
Additional information: the patient decided to be weaned off the pump on (B)(6) 2015 and a weaning protocol was started. The patient was later admitted to the intensive care unit on (B)(6) 2015 with high pump powers. After a CT scan revealed thrombus in the outflow graft, it was decided by the vad team to turn the pump off and allow the pump to thrombose. An echocardiogram revealed that the patient's left ventricle had good function; the left ventricular ejection fraction was 40% and the right ventricular ejection fraction was 45%. The driveline was cut and placed under the skin; the pump remains implanted. The patient was discharged on (B)(6) 2015. No additional information was provided.